Event description:
Pt used dentures for three weeks. When she started experiencing high fever, weakness, mouth sores, dehydration, dry mouth and loss of appetite. She immediately discontinued using the device.